Event description:
According to the available information, the end user was admitted to the hospital due to persistent bleeding that began (B)(6) 2025. Hospital doctors suspect the bleeding is originating from his bladder and have placed a foley catheter. He has been hospitalized for two days. The end user was initially trained on the luja catheter by his urologist and used luja samples provided by the urologist office and coloplast. However, when his prescription was sent to the va, they supplied him with self cath olive tips with no lubricant included in the package. He used the self-cath without any lubrication for a short period (the duration is not clear) until he was told he needed to add lubricant. He attempted to find lubricant in drug stores without success. Subsequently, a nurse at his gp's office at the va provided him with three packs of water-soluble lubricant. He mixed these packets with approximately 200 ml of sterile water to lubricate the catheters over few weeks. The patient has a recent history of a colovesical fistula and mentioned inserting the catheter until he felt it on the opposite side of his bladder. No further information is available at this time.